Event description:
It was reported the patient was not able to adjust stimulation. It was noted the patient saw a ¿call your doctor¿ icon on the patient programmer. The reporter stated that when trying to shut off their implantable neurostimulator (ins) earlier, they saw a picture of the doctor, but they could not remember seeing a code or symbols. It was noted the patient turned the patient programmer back on and off. It was further noted the patient was able to synchronize the programmer with the ins and the icon did not reappear. It was noted the patient asked if they would speak to the manufacturer if they had a sight problem. It was further reported that the patient had not seen the icon since the conversation with the company representative. It was noted that the patient had been able to adjust her stimulation up as needed. It was reported that the patient's eye symptoms included dry eyes and, at times, blurred vision. It was noted that the blurred vision occurred with the dry eyes. It was reported that the patient had not seen her health care provider for the issue at the time of the report. It was noted that patient had an appointment the week of the report to follow up "post implant". It was reported that the patient did not notice her eyes improving with the stimulation shut off. It was further reported the cause of the event was ¿reverse electrode translation without anchor displacement.¿ it was stated a revision was scheduled for a future date. It was stated the patient did not require hospitalization due to this event.

Manufacturer narrative:
Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).